Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a spot on the side of her incision. It was determined that the patient had an infection with vegetation. The system was explanted and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.